Event description:
The customer reported the instrument generated low lyse error and approximately 10 mls of fluid leaked from the coulter ac·t diff analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a broken connector at lyse fluid detector and also observed a valve (lv9) was not properly switching for lyse delivery. The fse replaced the sensor with fitting and valve (lv9) and the instrument performed without leaks or errors. The fse then verified the instrument and the instrument was returned to normal operation. (B)(4).